Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found deceased in a chair at home with power disconnected. The ventricular assist device (vad) remains implanted.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) was not returned for evaluation. Log file analysis revealed one controller power-up event logged on (B)(6) 2018 at 10:13:52. The data point prior to the controller power-up event, logged on (B)(6) 2018 at 10:28:15, revealed that a battery was connected to power port 1 with 23% relative state of charge (rsoc) and no power source was connected to power port 2. The data point after the controller power-up event, logged on (B)(6) 2018 at 10:14:28 revealed that another battery was connected to power port 1 with 41% rsoc and no power source was connected to power port 2. The controller was without power for 2 days, 23 hours, 45 minutes, and 22 seconds. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.